Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleging heart failure. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously became aware of an allegation of rep dreamstation auto CPAP that the patient alleging heart failure. There was no report of medical intervention. No additional information can be requested at this time. The device information has been updated, correct event description should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart failure while using the device. Medical intervention was not specified. No additional information can be requested at this time. In this report, box d, g and h has been updated/corrected.

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleging heart failure. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were not observed. The third-party service center concludes that they couldn't confirm the customer's allegation and device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.